Event description:
A malfunction with code malf 12 was reported, causing the customer to experience the issue on multiple occasions with their current insulin pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer will use current pump for insulin therapy.